Event description:
Device interrogation revealed non capture at 6.5 v, 1.0 ms with adequate bipolar sensing. The pulse generator was programmed to vdd mode due to adequate atrial sensing.

Manufacturer narrative:
No medwatch form was received.